Manufacturer narrative:
A complete lead was returned for analysis. The stylet was stuck inside the lead, and the knob was broken. The cause of the reported evet was due to bunching of the ptfe coating of the stylet. All other damage was due to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not be removed from the left ventricular lead. The lead was replaced. The patient was stable.